Manufacturer narrative:
Repair and analysis of the generator was completed. The event a broken connector within the inlet port of the generator has been confirmed. The input connector on rf isothermal cable is broken and will not accept a catheter. It was replaced with a new cable. The technique used during insertion of the catheter could not be analyzed.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Patient was prepped and given tumescent. The physician was ready to start the ablation when the catheter plug broke off in the generator (not inside the patient). The physician was not able to get the plug pieces out of the generator so it was not possible to connect another catheter. The physician attempted to use a screwdriver and other tools to remove the catheter plug pieces that were stuck in the plug port of the generator. This attempt was not successful and the patient needed to be rescheduled. There was no injury to patient.